Event description:
A follow up was scheduled but the patient had cancelled the appointment. No further follow up has been performed.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was not possible to interrogate this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) discussed programmer troubleshooting but the physician noted that they had already done this. No adverse patient effects were reported.